Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that following implant, an impella 5.5 pump began to experience saturated flows. The pump was replaced with a second impella 5.5 pump for ongoing patient support. There was no resulting patient harm.

Manufacturer narrative:
The investigation of saturated flow has been completed. According to the data and device analysis the root cause of the saturated flow was due to biomaterial. D9 date device returned to manufacturer added. H6 code 2993 was reported incorrectly on manufacturer device report. New code was added to medical device problem code.